Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient had inaccurate cgm values 8 days after the sensor was inserted in the arm. On (B)(6) 2024, before noon, the cgm reading was 400 mg/dl, and the patient self-treated with 35 units of insulin. At around 1:30 pm, while at the bookstore, the patient started feeling hot, dizzy, and began sweating. She sat down and texted her daughter with her location. When her daughter arrived and attempted to help her to the car, the patient was unable to walk and wanted to lie down. A store employee called emergency service line 911. The paramedics arrived and performed a fingerstick test, which showed a bg of 114 mg/dl, while the cgm reading was 276 mg/dl. The patient was treated with IV fluids and transported to hospital. About an hour later, the cgm reading was 90 mg/dl and the bg reading was 42 mg/dl. The patient was treated with IV glucose and fluids, provided crackers, a glass of orange juice, and a light salad. Once the patient stabilized, she could walk and was coherent, the patient was discharged from the hospital after 4 to 5 hours. At the time of the report the patient was ok. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to noon. The reported glucose values fall within the c zone of the parkes error grid when paramedic arrived and checked at the hospital. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.